Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was cracked. Customer experienced an elevated blood glucose (bg) level over 415 mg/dl. A cartridge change was performed resolving the issue/ addressing bg.